Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscus surgery, the suture broke after t1 and t2 were implanted. Both t's and broke suture were removed. The procedure was successfully completed with no significant delay, using a back-up device. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the needle. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the insertion needle. Approximately 2 inches of suture was returned for evaluation which is heavily frayed. The condition of the suture indicates it came in contact with a sharp surface causing the observed damage. This investigation could not identify any evidence of product contribution to the reported complaint. Additional information . Correction.